Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. The iol was not returned. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint "plunger didn't push the implant ". The lens was not returned. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the injector plunger did not push the lens correctly and ended up under the implant. The lens was then removed and injected with new injector. There was no clinical consequences for the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).